Manufacturer narrative:
(B)(4). Date sent to FDA: 06/20/2017 (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia and ventral hernia and right inguinal hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2015, the patient underwent a laparoscopic recurrent umbilical hernia repair and another mesh was implanted. On (B)(6) 2016, the patient underwent a laparoscopic revision surgery and was found to have recurrent incisional incarcerated hernia and pain, with adhesion complications. No additional information was provided.